Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a solution set. This issue was described as, ¿et was connected to the solution, the nurse noticed that the solution did not pass¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: update "et" to "set". H11: the actual device was received for evaluation and ten (10) retained samples were also evaluated. Visual inspection of the actual device and retained samples did not identify any abnormalities that could have contributed to the reported no flow. Functional testing of the actual device including integrity (leak) and free passage testing were performed; no leak was identified, however, an obstruction was found. During filling of the actual device, liquid only reached the first injection site, identifying the obstruction in the area of the first injection site. The reported condition was verified on the actual sample; however, the reported condition was not verified on the retained samples. The cause of the observed obstruction is most likely related to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.